Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea. The physician also reported that the patient had artifact/noise/oversensing on the right ventricular (rv) lead that was reported at the last device check and was wondering if there was any new artifact. The physician was advised there was no oversensing on the electrogram, no new ventricular tachycardia events and the sensing integrity counter was within the normal range. The lead remains in use. No further patient complications have been reported as a result of this event.